Manufacturer narrative:
Update g1 - mfg site establishment name and address corrected.

Event description:
It was reported that the patient went to a pharmacy doing a comparison reading. The accu-chek performance test strips which were used, were expired by the end of january 2024. The result was 130. The result measured with an unknown meter from the pharmacy was between 530 and 540 mg/dl. The patient vomited and went to a hospital where she was diagnosed with ketoacidosis and hyperglycemia. Moreover, a urine ketones test was performed, which resulted in 3+ due to the high blood glucose levels. The patient was hospitalized on (B)(6) 2025 and was discharged on (B)(6) 2025. There is no information available regarding the treatment the patient received at hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.